Manufacturer narrative:
Review of programming/device diagnostic history performed.

Event description:
During review of the programming history available to the manufacturer, it was observed that a faulted diagnostic test occurred on (B)(6) 2004, that resulted in an unintentional change in the programmed settings. A final interrogation of the patient's vns generator was performed however the settings were not corrected until the next office visit on (B)(6) 2004. No adverse events have been reported as a result of the issue.